Event description:
The customer called for help with her meter. While troubleshooting, she performed control tests and received results of 19 mg/dl and "lo." The normal control range was 101-139 mg/dl. No adverse events were alleged. The test strips were returned for evaluation. Replacement test strips were sent to the customer.